Manufacturer narrative:
Manufacturers investigation conclusion: review of the submitted log files confirmed the report of low flow alarms. The report of outflow graft obstruction could not be confirmed based on the information provided. Additionally, evaluation of the returned heartmate 3 left ventricular assist system, serial number (B)(6), confirmed thrombosis which could have contributed to the observed low flow alarms. It was reported that the patient was admitted for low flow alarms, and that tests came back with outflow graft obstruction. The patient was taken to the operating room and underwent a pump exchange. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Examination of the blood-contacting surfaces revealed a deposition in the eye and vanes of the rotor. The texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. Additionally, depositions were observed in the pump cover interior and outflow graft that appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the submitted and retrieved log files also appear consistent with a thrombus being ingested into the pump during support. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a flow or functional issue. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-048405 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system,¿ describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through review of log files by tech services that a sudden drop in estimated low flow values occurred on (B)(6) 2025 @0802. Event log also appeared to capture a drop in pump power during the start of these low flow events. It was later reported the patient was readmitted for low flows and testing found an outflow graft obstruction. Patient was taken to or and had a pump exchange.